Event description:
It was reported that cortoss set within 1 to 2 minutes after extrusion into the vertebral body. The customer believed that this was faster than normal in their previous experiences. There was no reported adverse event to the patient as a result of the reported fast set time.

Manufacturer narrative:
The device reported in this event was not evaluated upon receipt at styker orthobiologics as a result of uncontrolled temperatures during handling and transit. Retain samples were also not evaluated due to an inability to recreate the physiological conditions of the patient during the surgical case (i.e. Body temperature). Body temperature is a critical factor in the set time of cortoss per IFU. The reported set time in this case was 1 to 2 minutes; 2 minutes falls within the anticipated set time in a patient which is reported in cortoss IFU as 2-4 minutes. A review of the manufacturing documentation revealed no anomalies that could have affected product quality resulting in the fast set time. The customer reported the cortoss was only allowed a half hour to equilibrate to room temperature which was less than the recommended time of one hour in the cortoss IFU. As a result; the cortoss could have potentially been more viscous than usual and during extrusion the homogeneity of the product could have been impacted. Such an affect on homogeneity could result in a compromised set time as reported in this event. The root cause of this event is unknown as there were multiple factors which could have contributed to the reported event which included; handling of the product, when the user began timing the injection, patient physiology.